Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd did not confirm this complaint for the indicated failure mode damaged/hole in product/component, bd has initiated further root cause investigation relating to this issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of a bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of units holes in tubing, resulting in leakage during use. No adverse patient or user impact was reported.